Event description:
Per report, "glucose monitor readings off. It was reading at 52 and was supposed to come out at 38 mg for the control."

Manufacturer narrative:
Per report, "glucose monitor readings off. It was reading at 52 and was supposed to come out at 38 mg for the control." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.